Manufacturer narrative:
The gambro polyflux 17l dialyzer used in a patient dialysis treatment was not available for analysis. There is no data that reasonably suggests a gambro product caused or contributed to this event.

Event description:
A home dialysis patient in sweden was hospitalized and transfused with 4 units of rbc following an estimated blood loss of 1400 ml. It appears there was a misconnection of the venous line. The patient has recently undergone re-training at the dialysis unit and now starts her treatment with the venous blood line connected and her husband present. The machine involved with the event was inspected and found to be operating within manufacturer's specification.